Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an cyst excision on (B)(6) 2020 and the suture was used. It was reported that while using the needle holder to suture subcutaneous tissue in an interrupted loop, the needle separated from the suture. A like device was used from a different lot to complete the procedure. There were no adverse patient consequences reported.